Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported for the last couple of weeks customer has been having unexplained high blood sugar readings. Carbohydrates have been entered correctly. Customer stated that sometimes the correction bolus works and other times it does not. Customer does now know blood glucose reading. Troubleshooting was performed. Customer was advised to disconnect from the device. The drive support cap was normal. Customer disconnected at the quick release. No leaks or air bubbles noted. Manual prime was performed on the device and insulin did exit. Settings were reviewed and were correct. Cannulas were not bent. Customer stated he wanted to try another infusion set. Customer called back to perform high pressure test and passed. Customer stated he had changed infusion set and feels its working. No further information reported.